Manufacturer narrative:
(B)(4). The investigation found that the issue was caused by a problem with the digital fluoroscopy imaging processor. Once the processor was replaced, the problem was resolved.

Event description:
The exposure is interrupted. The system indicates a serial exposure problem.